Manufacturer narrative:
A patient experienced autoreducing was reported to abbott. The patient was reprogrammed. The patient's lead was showing all high impedances and they could not receive effective stimulation. Patient underwent a lead revision successfully in which the lead was explanted and replaced. Therapy was restored in recovery. The ipg was not exchanged. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing auto reducing from their lead due to all contacts having high impedance. Patient underwent surgical intervention on (B)(6) 2023 where in the patient's lead was explanted and replaced and therapy was restored.

Manufacturer narrative:
Event date is estimated.